Event description:
It was reported that during a routine check up the cardiosave intra-aortic balloon pump (iabp) pim leak test failed. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and found pim connector socket (balloon) was half loose. The fse fixed the connector socket and performed test. Pim and all manifold test passed. The unit passed all performance tests according to factory specifications. Unit was returned to user and cleared for clinical use.

Manufacturer narrative:
E. Initial reporter event site name (B)(6) hospital. Event site address (B)(6). Event site postal code (B)(6).